Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead exhibited decreased sensing, decreased pacing impedances and increased threshold measurements. An x-ray confirmed lead dislodgement. The patient is not pacemaker dependent. No adverse patient effects were reported. The lead was explanted. During the explant procedure it was noted that the helix was not functioning properly.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it required higher than normal number of rotations to extend and retract the helix. Specific to the allegations of decreased sensing, decreased pacing impedances and increased threshold measurement ¿ laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. In regards to the allegation of helix issues during the explant procedure - based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function.